Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - received one accustick and introducer needle. Residue was present on the returned device. A visual assessment found the device bent approximately 12.5 cm from the distal end. The tip of the sheath was damaged, and there was a scrape mark approximately 1.3cm from the distal end. The r/o marker was detached and not returned; there is an impression on the sheath where the r/o marker was placed during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that prior to an intervention procedure, tip detachment occurred. As the physician attempted to insert the accustick introducer into the common femoral artery the tip of the device striped off outside the patient. The procedure was completed with a different device.

Event description:
It was reported that prior to an intervention procedure, tip detachment occurred. As the physician attempted to insert the accustick introducer into the common femoral artery the tip of the device striped off outside the patient. The procedure was completed with a different device.